Event description:
While evaluating a (B)(6) female patient's electrode belt for an unrelated issues, a reportable problem was found. The electrode belt failed incoming functional testing. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed incoming functional testing. The cause for the test failure as a defective esd700 (6 line esd protection diode array) component in the electrode belt distribution node. Esd700 was internally shorted. The root cause for the defective component cannot be positively identified. No adverse event occurred due to the defective component. The patient received a replacement electrode belt.